Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive results for flu b. 1 patient and 3 staff all asymptomatic. Unknown if the results were confirmed. Confirmation method(s) not provided.